Event description:
Caller states that the inform meter shows signs of an electrical short. Caller states that there is corrosion on the meter connector pins, and that a few of the pins appear to be blackened and burned. Also, the meter makes bases flash and the casing is cracked. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.